Event description:
According to the reporter, intra-operatively, there were two carbon dioxide detectors (co2 detectors) that did not change color after tracheal intubation. The co2 detector was placed at the end of the tube, and no color change was noted from purple to yellow. Another co2 detector was opened and placed again, and still no color change was noted. Multiple adjustments to the depth of the tube were made to see if it would correct the issue. This resulted in the infant being electively extubated despite clinical signs of intubation. It was also reported that the patient had serious injury.

Manufacturer narrative:
D10 concomitant product: pedicap paed end tidal c02 detect (lot# 231630030). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.